Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) with ketones of 2.8 mmol/l (50.4 mg/dl) while wearing the pod on the abdomen. When removed from the infusion site, the pod's cannula was found bent. The patient received manual insulin injections and fluids intravenously for treatment. The patient was discharged after 8 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.